Event description:
It was reported that the ventricular lead exhibited an exit block. The lead was explanted and replaced during routine device upgrade procedure on (B)(6) 2015. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead was explanted during routine device upgrade